Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that in preparing the device for use, the blade would not light.no patient harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. A known good battery cartridge was installed into the handle and the end cap was tightened securely. Several of the kit blades were attached to the handle and engaged and the light would not energize. After further investigation it was determined that the returned sample was from a lot/serial set that did not incorporate one of the latest changes in manufacturing. The MRI kit handles are machined inside the barrel of the handle in order to accomplish an electrical connection between the battery and the handle (ground). The inner machine line on a newer handle is much deeper than the inner machine line of the sample returned. The battery cannot make contact with the shallow machined line on the returned sample, which in turn does not allow for a complete circuit and consequently the light will not energize. Based on the investigation performed, the reported complaint was confirmed. Engineering changes have already been incorporated into the manufacturing/machining process to correct this condition.

Event description:
The customer alleges that in preparing the device for use, the blade would not light. No patient harm reported.